Event description:
Customer reported that a male was undergoing a cystogram procedure when the urology sys shut down. The made several attempts to reboot the sys before it came back on. He reported that there was only a five min delay and the physician completed the procedure without any further incidents.

Manufacturer narrative:
Field svc engineer (fse) troubleshot sys specifically the park arm switched and connector cables and found a slight crease in the cable wiring which could allow for an intermittent error. Fse replaced park arm switch, verified operation in accordance with the maintenance section of the table svc manual. Operational tests passed, and unit is fully functional. Tested table functions as per svc manual and returned unit to svc.